Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Battery longevity was projecting 2.2 years on august 21, 2019 after projecting 4.4 years in november 2018 and 5.5 years in april 2018. The clinician was concerned about the rapid decline in battery projections. The patient was stable, and will continue to be monitored.